Manufacturer narrative:
One device was received for evaluation for the complaint that an error code 1821 displayed. The review of event log found that an error (error code 1821) was recorded in the event log. During 12-month service history review found that has received two repair requests in the past one year. The most recent repair request was made on 2025-oct-22. The visual and functional testing was performed. The reported issue was confirmed. The root cause of the event was an anomaly in the component (the motor revolution detection sensor), and it was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed.

Event description:
It was stated that an error code 1821 displayed. The event occurred during patient use at the patient's home. There were patient involvement and no patient harmed reported.